Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis and septicaemia secondary to knee septic arthritis in a subject coincident with extraneal, physioneal, and nutrineal therapies for continuous ambulatory peritoneal dialysis (capd). On an unspecified date, therapy with extraneal, physioneal, and nutrineal was withdrawn. On (B)(6) 2010, the subject experienced bacterial peritonitis manifested by cloudy peritoneal effluent, abdominal pain (did not include pain on infusion), nausea or vomiting, anorexia, hypotension, abdominal tenderness, and abdominal distension. That same day, the subject experienced and was hospitalized due to septicaemia secondary to knee septic arthritis. The primary contributing factor to the bacterial peritonitis was septic arthritis. Treatment for the septicaemia secondary to knee septic arthritis was not reported. On (B)(6) 2010, the clinical manifestations of abdominal pain, nausea or vomiting, anorexia, hypotension, abdominal tenderness, and abdominal distention resolved. That same day, treatment with ceftazidime and vancomycin ended, the subject was permanently transferred to hemodialysis therapy, and the subject was discharged from the hospital. The patient had not recovered from this peritonitis event. Study title: (B)(4). Study sponsor: baxter.

Manufacturer narrative:
(B)(4). As of (B)(6) 2012, the subject was recovering from the events and was still receiving intravenous antibiotic therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint was not confirmed. No device malfunction or use error was identified.